Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was undergoing a c-section delivery. It was noted that a small burn left of the incision. The physician was holding the edge button switch pencil and has touched the skin.